Manufacturer narrative:
(B)(4). Information was obtained via maude database search and was included on report # mw5044442. No sample is expected to be returned for evaluation.

Event description:
It was reported that while the line was being placed the guide wire snapped requiring a second attempt.